Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. During hospitalization, the patient had a PICC/pelvic drain due to pelvic abscess formation. Following insertion, the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia, neuromuscular problems, and vaginal scarring. On 04/15/2010, the patient underwent a procedure for postoperative wound infection. Cystoscopy and repair procedures were performed on (B)(6) 2010 and (B)(6) 2012 due to exposed mesh. The patient underwent mesh excision and cystoscopy procedures on (B)(6) 2013 due to extrusion. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent total abdominal hysterectomy and cystoscopy due to symptomatic fibroid uterus and intrinsic sphincter deficiency. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.